Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular impedances had been variable since implant, and at times very high. The lead remains in use. No patient complications have been noted as a result of the event.